Event description:
It was reported that "closed plug was not included." "Other instruments were used on pt without incident." Later in 2008, it was further reported to clarify that the fenestrated low pressure tube was not removed from the pt and continued being used with other instruments which have not been identified. No other info was provided.

Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. The lot number of the tube is unk. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should any significant info result. It is not known what the reported statement "closed plug was not included" is specifically referring to. Attempts are being made to obtain further or clarified info. The manufactures dfu states, contents of package are listed in table 4. Fenestrated models (cfn, fen) also feature a white 15 mm cap (cap) and a reusable fenestrated inner cannula with green 15 mm twist-lock connector. These accessories can be used to facilitate phonation with or without ancillary speaking devices or for use during the weaning process. The fenestrated inner cannula with green 15 mm connector is not for use when mechanical ventilation is required. The red decannulation plug (dcp) can be used to occlude the proximal end of the outer cannula, forcing the pt to breathe through the fenestrations and upper airway tract during the weaning process. The decannulation plug is available in all four sizes of the shiley tracheostomy tubes and can be purchased separately.